Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents. The insulin pump passed the self-test, unexpected re-start error test and off no power test. No unexpected alarms noted. An alarm found in the alarm history file due to corrupted history file. The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected piston slower anomalies noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she noticed a crack on the insulin pump. Customer stated that the pump is working fine but it was getting kind of "sluggish". Customer stated that the action of the piston is slower than normal when rewinding and going through the fill tubing process. Customer had an unexpected restart alarm, an external ram crc error, and a displayable history crc check failed on startup alarm in the alarm history. The diabetes clinical manager stated that she thinks there is an issue with the battery because the time got reset and when pressing the buttons, they are slow and not responding as normal. Customer was in the waiting room at the clinic when he received an unexpected restart alarm. Customer's blood glucose was 172 mg/dl at the time of the incident. Customer stated that the pump was stored or not in use for an extended period of time. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan.